Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the ligator bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the ligator bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, visual and microscopic evaluation noted that the ligator housing was returned with four bands attached to it, one of them overlapped and two bands were broken. In addition, the ligator housing teeth were found damaged. The handle does not have evidence of trip wire being secured and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The device was not also pulled up to take up the slack and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions.